Event description:
As reported by the user facility in (B)(6): IV catheter for removal, but the plastic top was broken off and still lodged in the patients vein. Details of injury - left arm swollen and painful to touch. Action taken - consultant aware, vascular nurse aware, manual manipulation attempted and failed. Awaiting surgeons to be assessed.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). We received one used introcan-w version pur assembled catheter hub of an introcan safety-w pur 20g, 1.1 x 32 mm-EU (without packaging) and a y-extension line with several different valves. The received introcan-w version pur assembled catheter hub was taken to a visual examination (microscopically). The capillary was detached (most likely cut off by the cannula) approximately 3 mm from the catheter hub. Furthermore, the capillary was bent directly at the catheter hub. We assume that the capillary was punctured repeatedly by the introcan cannula, as the capillary was damaged several times. These damages were caused by the introcan cannula by withdrawing and pushing forward again. The area of the puncture shows a v-shaped damage. According to this damage, we assume an application problem (application fault; see instruction for use: never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter). We consider the complaint not justified. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.